Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-09206, 2134265-2016-09207, 2134265-2016-09208. It was reported that during percutaneous transluminal angioplasty catheter entrapment occurred. The target lesion was located below the knee (btk). A v-18 guidewire was advanced across the lesion and a 3.0x150mm ranger sl dcb otw balloon was then advanced, however became stuck on the wire. The physician removed the balloon and wire together and was noted that the balloon lost its shape. A v-14 wire was introduced and a 3.0x120mm ranger sl dcb otw balloon was advanced over the wire. As the balloon reached the knee the device also became stuck on the wire. When the balloon and wire were removed together the wire broke into two pieces. The procedure was completed with placement of two stents btk trapping the small piece of the v-14 in the patient. No additional patient complications were reported and the patient status is fine.